Manufacturer narrative:
The device was returned for evaluation. The reported problem was confirmed. Ligature slippage was found causing the balloon to move past the skive holes which prevented deflation. The ligature likely failed due to the force used to pull the catheter during the procedure. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. We have not received any similar complaints related to this lot number.

Event description:
It was reported when attempting to remove the catheter from the blood vessel during thrombus removal, the balloon could not be deflated. The operation continued using a replacement and was completed successfully. No injury was reported to the patient.